Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm and replace battery alarm. Customer's blood glucose level was 23.5 mmol/l. Customer experienced hyperglycemia. Customer stated they did not receive a low battery alert prior to the replace battery alert. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states this was not the second occurrence of replace battery alert without a low battery warning. New battery resolved the issue. Customer was unable to clear the alarm. Customer performed self-test and asked as well to drained internal battery. The insulin pump will not be returned for analysis.